Event description:
2 months following the therapeutic placement of an enteral feeding device the inner bumper detached and remained in the pt's age and gender unk, stomach. The bumper was exoreted thru normal peristalsis and there were no reported adverse affects to the pt. A replacement enteral feeding system was inserted.